Event description:
It was reported the patient was having problems with the implantable neurostimulator (ins) that was implanted in the right side of their chest. The ins kept turning off. The patient met with their healthcare professional (hcp) and both inss looked fine. When the ins did turn itself off, they were able to manually turn the ins back on. The patient was to continue to monitor and track when the ins turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead.